Event description:
A remstar auto a-flex device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device, the service technician observed a deteriorated foam. In addition, found a missing dial button, corrosion on metallic surfaces and noted dust/ dirt inside the unit. Attributes were verified and are completed correctly. The device was scrapped as per customer's request.